Manufacturer narrative:
Lot number and expiry are not available at this time. Article citation: gajjar, m, et al. 2016. Therapeutic plasma exchange in pediatric patients of guillain¿barre syndrome: experience from a tertiary care centre. Asian journal of transfusion science. 2016 jan-jun; 10(1): 98¿100. Investigation is in process. A follow up report will be provided.

Event description:
The article, 'therapeutic plasma exchange in pediatric patients of guillain¿barre syndrome: experience from a tertiary care centre' (gajjar 2016) describes 40 pediatric patients who underwent 122 therapeutic plasma exchange (tpe) procedures for treatment of guillan-barre syndrome (gbs). All patients were treated with spectra optia. Patients were between 3 to 15 years of age. Tpe procedures were performed on alternate days depending on the clinical condition of the patient. Patient's total blood volume was calculated as per nadler's formula and processed through central double lumen catheter. 1-1.5 plasma volume was exchanged with normal saline and fresh frozen plasma. More than three tpe procedures were performed in 29 patients, of which 27 patients showed improvement from grade-0 and grade-I to grade-iii. One did not show any response and succumbed to the disease. Specific details regarding the patient death, such as patient information, were not included in the article. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction the disposable sets are not available for return because they were discarded by the customer.

Event description:
This was a retrospective study to evaluate 40 patients, both male and female, with an age range of 3-15 years admitted to a tertiary care teaching hospital, from (B)(6) 2013 to (B)(6) 2014, referred for tpe. A request for specific patient information is not feasible.

Manufacturer narrative:
This report is being filed to provide aditional information in b.5, h.6 and h.10. Investigation: there is no evidence to indicate that the spectra optia device caused or contributed to the death of the patient. Since this was a retrospective study to evaluate 40 patients with an age range of 3-15 years admitted to a tertiary care teaching hospital, from (B)(6)2013 to (B)(6) 2014, referred for tpe, the lot numbers are unknown; therefore, DHR searches could not be conducted for the reported incidents. All lots must meet acceptance criteria for release. Per internal medical review and analysis, the spectra optia performed as intended, there were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors, nor was there any reported user errors that contributed to or caused the reported death. Root cause: a definitive root cause for the patient death could not be determined but is likely related to pre-existing disease state.